Event description:
The device was used during an abdomainal hysterectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and completed the procedure. The hospital had reported the pt's condition is satisfactory.